Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician decreased the lower rate limit from 70 beats per minute (bpm) to 60 bpm and will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and low out of range pacing impedance measurements less than 200 ohms. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an invasive procedure was performed. The rv lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.